Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the bronchovideoscope displayed image noise. There was no report of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. The device was returned to olympus for inspection and the reported failure of image noise was confirmed due to damage to the charge-coupled device unit. Based on the results of the investigation, the issue likely stems from several factors, including component damage or deterioration, environmental conditions such as dust, dirt, or humidity, optical irregularities, overheating, or electrical malfunctions like signal loss or open circuits. However, the most probable cause of this complaint is categorized as an expected or random component failure, unrelated to any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.